Event description:
It was reported that the customer passed away due to gastroparesis. It was stated that the customer was disconnected from the insulin pump couple days before the death. The caller mentioned that the customer had a severe brain damage due to his low blood glucose, and he fell with his face down at the same time. The sister stated that the combination of these two events caused the brain not to receive oxygen, and the customer went into coma. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.